Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of three endo clip* l 10mm pistol grip single use clip appliers opened by the account and four endo clip* l 10mm pistol grip single use clip appliers sealed. The event report alleges the product was used in a surgical procedure. The first instrument was received was partially applied with seven remaining clips. The second instrument was received partially applied with nine remaining clips. The third instrument was received engaged in the end of firing safety interlock with no clips remaining. The four remaining instruments were received sealed with the full complement of fifteen clips each. No visual abnormalities were observed with the instruments. The instruments were applied to appropriate test media for functional evaluations. The instruments were found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handles were released. In addition, when the cartridges were empty, the interlocks engaged to prevent the jaws from approximating. The last instrument was engaged in the end of firing safety interlock. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: intra-operatively in a laparoscopic cholecystectomy on ligation of the cystic dust, the jaws were not able to close. There were issues experienced with the loading and firing of the clips. The surgeon was able to squeeze the handle and the jaws were able to close. The clip applier misfired which resulted in additional clips being deployed into the jaws of the device. Upon loading an additional clip was ejected and dropped out upon the clip applier being fired they did not disengage into the patient cavity. An additional device was opened to complete the case and resolve the issue. No patient injury.